Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 5fr d/l powerpicc solo catheter. The depicted device was implanted in a patient. Usage residues were observed throughout the visible regions of the device. One of the suture wings was completely broken off the molded joint. A crack was visible in the molded joint, leading into the suture wing break site. While molded joint damage was clearly evident in both photographs, inspection of those photographs was not sufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation and environmental factors affecting the mechanical properties of the joint material.

Event description:
It was reported that during catheter maintenance, the securement end for the catheter's wing ruptured. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during catheter maintenance, the securement end for the catheter's wing ruptured. No other information was provided.